Event description:
A used paclitaxel coated pta (percutaneous transluminal angioplasty) balloon catheter was mixed/placed with unused new catheters. Used catheter was found to be contaminated with blood. Note on box read: "used. Balloon didn't track. No charge $"